Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the wire at the tip of the fenestrated bipolar forceps instrument snapped or split a little. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to sterilization and there was no damage noted. The wire was noted to have snapped during the case. Patient demographic information was not provided.